Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump received with a cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched lcd window and with a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump's reservoir compartment and display screen were cracked. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.